Manufacturer narrative:
Manufacturer's investigation conclusion: the reported corrosion of the driveline's controller connector could not be confirmed through this evaluation as no product was returned and no images depicting the corrosion were submitted. Although a specific cause for the reported corrosion could not be conclusively determined through this evaluation, the pump appeared to function as intended. The submitted log file appeared to capture the pump operating as intended, with speed remaining above the low speed limit. Multiple attempts were made to obtain more information from the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas IFU contains information on how to care for the driveline and addresses all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms (including the replace controller alarm) as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's clamshell repair was captured under manufacturer report number 2916596-2021-02124. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02598. It was reported that the patient woke up in the morning and removed himself from wall power and switched to batteries. The patient laid back down and experienced a low voltage alarm followed by a controller fault. The patient had a clamshell repair two weeks prior. There was corrosion noted at the driveline at the connector around the silver piece that fits into the controller. A log file analysis captured a yellow wrench alarm indicating "replace system controller" on (B)(6) 2021 at 6:26am. The pump was running during this event. It was recommended to exchange the controller if the patient was able to tolerate it. The patients controller was exchanged on (B)(6) 2021.